Event description:
It was reported that the fiber broke intraoperatively at its distal end after 14 minutes when the surgeon retracted it into the fiber holder. The fiber tip also peeled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the fiber broke intraoperatively at its distal end after 14 minutes when the surgeon retracted it into the fiber holder. The fiber tip also peeled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass tip was detached from the distal end of the fiber, which likely occurred when the tip of the fiber was pushed into tissue during use. Additionally, the outer flow tube was torn from the fiber tip and was likely caused when the glass tip broke. The reported allegation was confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. A risk review was completed and confirmed that the event was defined in the risk documentation and was documented in the prr accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all information available, a conclusion code of unintended use error caused or contributed to the event was assigned to this investigation.